Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, the lead would not connect to the pacemaker. The pacemaker was replaced within the same procedure. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.